Manufacturer narrative:
Internal complaint reference: (B)(4). The device, used in treatment, was not returned for evaluation but the pictures were reviewed, and the wear was confirmed. The clinical/medical investigation concluded that, case-study (#2) data presented in the literature review reported one adverse event due to a dissociated polyethylene liner with wear and deformation of the oxidized zirconium femoral head while using unkn anthology hip implant. S+n had not received the device as of the time of this medical assessment. Per the master-case customer response, it is unlikely the requested clinically relevant patient-specific supporting documentation will be provided. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. Without the requested patient documentation, the clinical root cause of the reported events could not be fully assessed. The patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should the requested documentation become available, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to surgical technique used, size of device, user/procedural variance, damaged product, implant corrosion or wear. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that on literature review ¿arthoplasty today 2021 - the oxinium arthrogram: a sign of oxidized zirconium implant failure¿, one adverse event was reported due to dissociated polyethylene liner with wear and deformation of the oxidized zirconium femoral head while using unkn anthology hip implant.